Event description:
In 1992 pt was diagnosed with a latex allergy. Pt is a health professional working in labor & delivery. Pt must take antihistamine before working and sometimes use inhaler at work. Pt's reaction has involved allergic rhinitis, wheezing, conjunctivitis, blurred vision and hives.